Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/07/2025, it was reported by a sales representative via phone that (2) ar-8741-40 3.5 mm beveled ft drivers broke. This occurred during a minimally invasive bunion surgery on (B)(6) 2025. All fragments were retrieved. The patient had a standard bone quality. There was about a 15 minute delay where additional anesthesia was not required.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.